Manufacturer narrative:
(B)(4).

Event description:
It was reported that in the hemodialysis room on (B)(6) 2015 the catheter was inserted into the patient's jugular vein. On (B)(6) the nurse found leakage during dialysis. The doctor was notified and found that the color coded luer hub was cracked. The catheter was replaced and the new one was used without issue. A delay was reported, however, there was no additional harm to the patient due to this delay or as a result of this occurrence.

Manufacturer narrative:
(B)(4). Device evaluation: the report of a crack in a luer connector was confirmed. Returned was one cannon ii plus connector assembly. Visual examination revealed the catheter connector assembly exhibited significant signs of use and has a crack in both the red and blue luer hub. Microscopic examination confirmed two cracks in the red luer hub. One was observed to be through the top edge and extending down the hub body and was 5mm in length. The second appeared to be a small nick at the top thread. Microscopic examination of the blue luer revealed a few small cracks on the top edge and at least one in the hub body. The IFU for this product warns that repeated over tightening of bloodlines, syringes, and caps will reduce connector life and could lead to potential connector failure. It also states to avoid excessive or prolonged use of alcohol based solutions and ointments to clean the catheter and that solution should be completely dry before applying an occlusive dressing. A device history record review was performed on the connector assembly, extension lines and luer hubs with no relevant findings. Based on the signs of use observed on the returned sample and the reported information that the crack occurred during use, operational context caused or contributed to this complaint. No further actions will be taken.